Event description:
End user's attorney reports end user was operating the power wheelchair and was struck by a motor vehicle as she crossed the street in the crosswalk.

Manufacturer narrative:
No malfunction of the power wheelchair is suspected. End user was struck by a motor vehicle while crossing the street in a crosswalk. Hoveround's owner's manual warns end users, "to avoid serious injury or death by being struck by a motor vehicle, obey all local pedestrian traffic rules," and, "cross the street at locations where you are most visible to traffic."